Event description:
The customer reported that after pipetting several hcv plates on summit, the tech observed that bubbles were scattered throughout the microwells. No error was generated. No death or serious injury was associated with this complaint.